Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture at maximum outputs and had dislodged. The lead was turned off until a repositioning procedure would be scheduled.